Event description:
Reporting status: serious injury-required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was pre-dilated with a voyager balloon. While deploying the xience stent, a dissection occurred; therefore a 2.75 x 12 xience was used to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering determined that dissection, as listed in the labeled v IFU and risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion, technique, and product size. The IFU also states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.